Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery gauge was intermittently fluctuating which resulted in the pump intermittently shutting off. The customer's blood glucose (bg) was impacted, however the specific bg value was not provided. Reportedly the customer had manual injections as alternate insulin therapy.